Event description:
A report was received that the pt would undergo a pocket revision, as the pt had lost weight and the ipg moved inside the pocket and was dented. The ipg was replaced, and the pocket site was relocated. The pt was reportedly doing well post-operatively.